Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experience swelling, discharge and redness at the pocket site. It was noted that the implantable cardiac defibrillator (ICD) was erode. The ICD and leads were explanted due to infection. The patient was stable throughout the procedure.